Manufacturer narrative:
This medwatch (MFR medwatch report # 2916596-2014-00404) is in reference to the patient's system controller, (B)(4). Please reference MFR medwatch report # 2916596-2014-00045 for the lvad supporting the patient (lvad, (B)(4)). During the investigation of the returned system controller, the device was unable to power on to operate a test pump with an audible continuous audio tone. Further evaluation revealed the nylon screws that secure the inner cover were damaged. Removal of the inner cover revealed that the nylon screws that secure the inner printed circuit boards were separated. The observed damage may have been a result of mechanical shock/impact, causing the head of the screws to be sheared and resulting in the inner boards to be separated. The cause of damage was not conclusively determined. A review of the log file data revealed that the sequence of events suggests the boards may have potentially been separated resulting in the pump disconnected alarm flag events that was recorded in the original log file data, which was active for 20 minutes before a power interruption occurred. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
This report is to provide the evaluation findings of the returned system controller.